Event description:
The initial reporter received a questionable phos2 phosphate (inorganic) ver.2 result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was 8.98 mg/dl. The repeat result was 6.53 mg/dl.

Manufacturer narrative:
The reagent lot number is 72960101. The expiration date is 31-jul-2024. On the field service engineer's (fse) first service visit, he inspected the analyzer and checked the dispensing volume of the washing unit and the dispensing of water and detergents. He performed adjustments and mechanism checks for 1 and 30 cycles. He also checked the external pipette washing and adjusted the sample pipette washing. He verified the pipette cleaning sample, mandrel and syringes were performing within specifications. He also checked the dispensing of the internal washing volume of the reagent pipettes and noted the volume to be low (50ml in both). He also noted the gear pump pressure to be at 190 kpa which increases to almost 300 kpa. The field application specialist (fas) performed a pressure check and the coefficient of variation (cv) was noted to be at the upper limit. On the fse's second service visit, calibration and qc were performed with successful results. However, minimal carryover was noted when processing tests simultaneously. On the fse's third service visit, he changed the gear pump and verified that the pressure was within specifications. Patient samples were processed and no issues were noted. Monitoring is carried out by processing samples, the equipment operates normally. The investigation determined the event was caused by a hardware issue (gear pump). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.